Event description:
Customer reported echo has given negative results on a screening test with a patient sample that gave a positive reaction on their other echo. Capture-r ready screen (crrs) 3 was the reagent used at the time of the event. The customer tried another run on the same echo, and got positive results.the missed antibody is an anti-e. No transfusion incident occured.

Manufacturer narrative:
The instrument images were reviewed to confirm the unexpected negative reactions. The crrs 3 strip used during the incident was on board echo for 20 hours. The package insert for crrs 3 states the crrs 3 strips removed from the pouches should be used within 8 hours.the complaint appears to be related to the user handling error.